Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, the device was programmed to deliver levaphed 8mg/250ml at the rate of 8mcg/kg/min and dopamine 800mg/250ml at the rate of 3mcg/kg/min and the delivery was started. No further programming parameters were provided. At an unspecified time, the device sounded an audible alarm tone. During the alarm condition, the nurse reported a 10 minutes delay in critical therapy. It was reported that the blood pressure decreased from the "90's" to the "60's". No medical interventions were required. There were no reported adverse patient sequelae. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.